Event description:
Customer reported the battery pack was not performing to expectations. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined that several parts were needed to repair the system, including a new battery pack, wig wag screws, control panel, etc... This system is beyond end of life and parts are no longer available. Ge rep recommended customer engage a 3rd party to conduct repairs.